Manufacturer narrative:
The investigation determined that a discordant vitros anti- sars-cov-2 igg (cov2igg) result was obtained from a patient sample when processed using vitros cov2igg reagent lot 0130 on a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive result could not be determined with the information provided. Based on the customer expectation of a negative result for anti-sars-cov-2 total in combination with a negative chromatography result from this patient sample, it was concluded that the vitros cov2igg result was a false positive result. The vitros cov2igg instructions for use does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. A review of quality control results for vitros cov2igg indicates acceptable performance on the day of the event and a reagent issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lot 0130. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Cellular debris due to poor sample preparation was potentially present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted their local ortho clinical diagnostics (ortho) representative to report a discordant reactive vitros anti- sars-cov-2 igg (cov2igg) result obtained from a patient sample when tested on a vitros 5600 integrated system. The vitros cov2igg result was discordant based on a non-reactive vitros anti- sars-cov-2 total (cov2tot) result and a negative result from a non-vitros chromatography method from the same patient sample. Vitros cov2igg = 2.63 s/c (reactive) versus expected non-reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).